Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a nephrectomy procedure, a couple of clips came out together and all did not stay/go on tissue. The tissue was not thick either. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm if the device fed multiple clips into the jaws at the same time? Was the device able to be fired? Or did the clips fall out of the jaws unformed? If yes, is this why the clips could not go on or stay on the tissue? Or did the device fire the clips but did not form the clips? If yes, were the clips therefore unformed? \ or were the clips malformed in any way? Were the clips scissored? The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. The reported event could not be confirmed as no malformed or multiple clips were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.